Event description:
The customer reported that while performing a stone procedure the system displayed a "low ma" error message on the control panel vfd. The operator was able to clear the messages and continue to fluoro. The procedure was completed with no other problems. Also no images were displayed on the system and one of the handles was broken. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the x-ray tube was faulty. The max dose output from tube measured 2.1 r/min. He replaced the x-ray tube assembly and tested the system. The system operates as intended.